Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had the bypass tube present and attached on its tip enclosing the anchor in its manufacturing position.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the case was a thrombectomy operation, 6fr common femoral artery approach, micro wire and micro catheter in place, ab stent and intermediate catheter combined with swim technology to pull the embolus, the operation was successful. After routine angiography for the femoral artery, which showed that the common femoral artery has a good shape and is suitable for using with angio-seal. The nurse opened the product package, and the physician found that the angio-seal bypass tube had come off and could not be used normally, so he changed to a new angio-seal device and finished the operation. There was no patient injury/medical or surgical intervention required. The patient's condition was stable.